Event description:
It was reported that in preparation for a percutaneous coronary interventional (pci) drug eluting stenting procedure, stent damage occurred. Damage to the taxus liberte 24 x 2.25mm stent was observed by the physician in unpacking. There was no patient contact with this stent. The procedure was completed with another unspecified device. The patient status is reported as "okay."

Manufacturer narrative:
Examination of the stent revealed damage to the proximal end. A proximal stent strut appeared raised. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted on the returned device. It is advised in the directions for use that ' special care must be taken not to handle or in any way disrupt the stent position on the delivery balloon. This is most important during catheter removal from packaging etc. We advise also that 'removal of the product mandrel and stent protector by grasping the catheter just proximal to the stent and with the other hand grasp the stent protector and gently remove distally.' A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause could not be determined.